Event description:
It was reported, the patient was charging more than expected. The estimated recharge interval was calculated and did not appear to be appropriate. It was noted, the patient had had two over-discharges. Patient noted they charged every other day with 8 coupling bars for 2-3 hours and charged from empty to full. It was confirmed, the patient was charging often with 8 coupling bars and from one quarter to full in about two hours. Recharge calculator showed approximately 8 days from empty to full. It was noted, the patient did do the battery "exercising" after the over-discharge. It was also noted, the implantable neurostimulator (ins) had a warning that said the "battery may have reduced capacity because of over-discharge." It was also noted, the battery appeared to be discharging too fast and recharging too fast. Follow up reported, the patient planned to have the device replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n188751, implanted: 2009 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial#: (B)(4), product type: programmer. Patient product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 3550-39, lot#: n188751, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6)2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for failed back surgery syndrome, lumbar radiculopathy, radiculopathy. It was reported that the patient had the implanted neurostimulator removed and replaced due to getting shocks through her side when they moved a certain way. No additional patient symptoms, and no additional device complications were reported for this event.